Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. Serial number information was not provided.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging the adapter and interface cable were missing from the one touch verio iq meter starter kit. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the adapter and interface cable were missing from the meter starter kit. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.